Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received no delivery alarms and she had experienced high blood glucose. The customer¿s blood glucose value was 473 mg/dl. The customer states when it say no delivery, it says resume or rewind. The troubleshooting was performed for no delivery alarm and noticed insulin exited. Offered troubleshooting for high blood glucose however, the customer declined. The insulin pump will not be returned for analysis.